Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device stuck in the patient anatomy could not be replicated in a testing environment; therefore, the reported difficult to remove device was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove device incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath, after a diagnostic procedure. Reportedly, the device failed to deploy. A second proglide device was used; however, became stuck in the patient anatomy. A nick and spread was completed to remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.